Event description:
The customer reported there was a broken ground pin and the collimator iris was stuck.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep removed and replaced the batteries and iris pot. The system functioned as intended.